Event description:
Olympus was informed that during a transurethral resection of the bladder (turb) procedure, the tip of the scope broke off inside the pt. The surgeon used a grasper and successfully retrieves the device fragment from the bladder. The intended procedure was completed w/ the same device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. If add'l info becomes available at a later time, a supplemental report will be submitted.